Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance issue. New lead was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).